Event description:
On (B)(6) 2012, a company rep stated pt reported issues with the infusion device. The pt reported that the infusion device stopped working and would "shut off on her". She also reported experiencing low blood glucose and she was hospitalized for 7 days as a result. Upon f/u with the pt on (B)(6) 2012, she stated that she believes low blood glucose was due to basal rates being programmed too high and not due to a malfunction of the infusion device. She stated that when she experienced low blood glucose she panics and tends to 'mess around' with the infusion device and she may have changed the basal rates. She did not recall exact dates of hospitalization, but believes it was (B)(6) months ago. She stated that she passed out and her son called 911. When paramedics arrived, she believes she was given 'd50' as treatment but is unsure. Her blood glucose measured 29 mg/dl when she regained consciousness. Her target blood glucose range is 150-200 mg/dl. The pt was transported to the hospital and she is unsure how long she was admitted. During hospitalization the hospital staff stated the infusion device was not working and she recalls they stated "it wasn't running numbers". The pt was not aware of any issues with the infusion device prior to hospitalization and she never verified what happened. She believes the hospital kept the infusion device. The infusion device is not available to be returned for eval.